Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultralink meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010 and obtained the following information. The pt reported that on the afternoon of (B) (6) 2010, she saw her physician for a routine appointment. During the visit, the pt was advised to have a lab draw performed. Just prior to the lab test, the pt claimed she began to feel weak. At the onset of symptoms, she tested her blood glucose with the subject meter and obtained a result of "119 mg/dl" which she considered normal. Within a few minutes of testing, the pt stated her blood was drawn for. Approximately 15 minutes after the lab test was performed, the pt reported that her symptoms worsened and she began to feel confused, disoriented and sweaty. The pt claimed she was at a restaurant at that time, and was immediately given juice to drink and denied being tested on any other device prior to being treated. The pt did not recall when she had last tested with the subject meter or what result she had last obtained prior to the alleged inaccurate reading of "119 mg/dl." A few days after the incident, the pt was contacted by her physician to let her known her blood glucose was "54 mg/dl" on the laboratory instrument that afternoon. The pt claimed if her meter had read lower when she initially began to feel unwell, she would have taken action to avoid the low symptoms. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct testing technique. Based on statistical methodology, the calculated difference between the glucose readings provided exceeds the expected value of <= 20 mg/dl. This complaint is being reported because the pt reportedly was treated for symptoms suggestive of severe hypoglycemia after the alleged meter issue began.